Event description:
It was reported during the implant attempt that the lead had no capture. The lead was not used and a new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, there was blood in/on the helix mechanism.